Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facebook that "my pulse is very high since got watchman." Boston scientific has attempted to retrieve additional information regarding this event; however, further information has not been made available at this time. With the limited information, boston scientific is unable to confirm if this event has been previously reported.